Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: consultant. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor was unable to advance any part of the angio-seal through the sheath, the device had to be removed causing a large hematoma. The procedure was reported to have been completed successfully. Additional information was received on 14nov2024: the type of procedure that was being performed for the patient prior to use of the angio-seal was angio, atherectomy and stent. The patient was stable. Hemostasis was not achieved initially with the angio-seal. There was no concomitant devices used with the angio-seal. Multiple sticks were not performed. The posterior wall of the artery was not punctured. The puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. Additional information was received on 15nov2024: the sheath size used was a 7 fr. A pre-deployment angiogram was performed. The hematoma was the size of an orange. Manual pressure was applied to treat the hematoma. The estimated blood loss was less than 250cc. Devices used during the procedure were an eluvia stent, hawk atherectomy, and impact dcb. The patient does not have a history of a bleeding disorder. The patient is on daily blood thinning medication, aspirin. Medication dosage: 100mg daily. The patient had blood thinning medication during the procedure: heparin 5000.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the hemostasis sheath or carrier tube was kinked which resulted in inability to assemble the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).